Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the device was explanted on (B)(6) 2020.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-nov-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient turned their device off as they were concerned the stimulation may have caused their new onset of muscle spasms. The patient presented to the hcp office on (B)(6) 2017 for reprogramming as improved pain relief was not achieved; the device was not providing relief. Diagnostics on (B)(6) 2017 and (B)(6) 2018 found the device use was 0%. On (B)(6) 2018, it was found that the leads had migrated into the patient¿s muscle, which explained the original complaint of muscle spasms with stimulation. The system was explanted on (B)(6) 2020 and the event was noted to be resolved without sequelae. No further complications were reported or anticipated.